Manufacturer narrative:
The explanted devices were not returned to bsn because they were discarded by the medical facility.

Manufacturer narrative:
Additional information received indicates that the patient was experiencing pain whether the stimulation was on or off. The pain physician suspected infection as the patient's sedimentation rate was high. The patient's pain was localized at a laminectomy site (l5-s1). The laminectomy was a non-device related procedure that was performed prior to the patient being implanted. It was reported that the patient could barely walk. Blood work and multiple tests revealed that the patient did not have infection so the patient was explanted to perform a MRI to determine the cause of the patient's pain. The device was working properly and the patient could feel the stimulation. The MRI results indicated an infection, discitis and osteomyelitis. The patient as of (B)(6) 2011 had been on oral and IV antibiotics since (B)(6) 2010.

Event description:
A report was rec'd that the pt was explanted due to his need for an MRI and developed and infection. The pt was prescribed oral and IV antibiotics. The pt will be evaluated by the physician following the course of antibiotics.

Manufacturer narrative:
Additional information received indicated that a review of the manufacturing documentation of the explanted devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was explanted due to his need for an MRI and developed and infection. The patient was prescribed oral and IV antibiotics. The patient will be evaluated by the physician following the course of antibiotics.

Event description:
A report was received that the patient was explanted due to his need for an MRI and developed and infection. The patient was prescribed oral and IV antibiotics. The patient will be evaluated by the physician following the course of antibiotics.